Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose for the past two days, and paramedics where called to assist her with low blood glucose. Customer stated that the blood glucose reading was 35 mg/dl at the time the paramedics arrived home. Customer stated that she was hospitalized for her hernia and gallstones and she is taking medication. Nothing further was reported.